Event description:
It was reported that one of the wires showed an anomaly of the winding in the proximal end but the wire was not kinked and that it came out of the set in this condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. No manufacturing site ID was provided so generic one was used. Evaluation summary: (B)(4). The accessory was returned, analyzed and was kinked. The analyst noted that there was a tool mark visible at the kink and that the balance of the kit and storage ring were not returned to the manufacturer.